Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician advanced a neuron max 6f 088 long sheath (neuron max) through penumbra system ace 68 reperfusion catheter (ace68), then through a 3maxc. While attempting to retract the 3maxc before aspiration with the ace68, the physician noticed that approximately 10 cm of 3maxc distal end broke and occluded the m1 segment of the mca. The physician attempted to retrieve the broken piece using multiple retrieval devices, but was unsuccessful; therefore, the procedure was ended at that point. The patient current health status is unknown.

Manufacturer narrative:
Results: the 3maxc was stretched starting approximately 108.0 cm from the hub. The device was kinked approximately 123.5 cm and 126.0 cm from the hub. The device was fractured approximately 133.5 cm from the hub. The total length of the proximal segment of the device was approximately 133.5cm. The distal fractured segment of the device was not returned for evaluation. Conclusions: evaluation of the returned 3maxc revealed a stretched and fractured device. If the device is retracted against resistance, it may begin to stretch. If the 3maxc is continued to be retracted against resistance, the device may become fractured. The root cause of this resistance could not be determined. Further evaluation revealed kinks on the distal length of the device. These kinks were likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.